Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a minor scratched lcd window. The pump was also received with a missing segments/partial display and vertical lines on the display. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump failed the self test due to missing segments/partial display and vertical lines on the display. However, the pump passed the led test, vibration test and tone test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered: 766250 (76.625 u). Daily total of basal insulin delivered: 202250 (20.225 u). Daily total of bolus insulin delivered: 564000 (56.4 u). (B)(6) 2023 00:35:58.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 45000 (4.5 u) bolus amount delivered: 45000 (4.5 u) (B)(6) 2023 04:02:54.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 50000 (5 u) bolus amount delivered: 50000 (5 u) (B)(6) 2023 12:59:59.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 100000 (10 u) bolus amount delivered: 100000 (10 u) (B)(6) 2023 13:46:10.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 65000 (6.5 u) bolus amount delivered: 65000 (6.5 u) (B)(6) 2023 21:00:05.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 60000 (6 u) bolus amount delivered: 60000 (6 u) (B)(6) 2023 21:39:03.000 normal bolus delivered (220) bolus programming method: manualbolus (0) normal bolus amount programmed: 60000 (6 u) bolus amount delivered: 60000 (6 u) (B)(6) 2023 22:35:30.000 normal bolus delivered (220) bolus programming method: manualbolus (0) normal bolus amount programmed: 100000 (10 u) bolus amount delivered: 100000 (10 u) (B)(6) 2023 23:02:11.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 50000 (5 u) bolus amount delivered: 50000 (5 u) (B)(6) 2023 23:20:54.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 34000 (3.4 u) bolus amount delivered: 34000 (3.4 u) in further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered: 914250 (91.425 u) daily total of basal insulin delivered: 230250 (23.025 u) daily total of bolus insulin delivered: 684000 (68.4 u) (B)(6) 2023 01:21:00.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 25000 (2.5 u) bolus amount delivered: 25000 (2.5 u) (B)(6) 2023 04:54:08.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 22000 (2.2 u) bolus amount delivered: 22000 (2.2 u) (B)(6) 2023 07:13:28.000 normal bolus delivered (220) bolus programming method: cl1bgcorrection (6) normal bolus amount programmed: 27000 (2.7 u) bolus amount delivered: 27000 (2.7 u) (B)(6) 2023 09:29:40.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 12000 (1.2 u) bolus amount delivered: 12000 (1.2 u) (B)(6) 2023 11:15:08.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 54000 (5.4 u) bolus amount delivered: 54000 (5.4 u) (B)(6) 2023 12:19:28.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 91000 (9.1 u) bolus amount delivered: 91000 (9.1 u) (B)(6) 2023 13:33:14.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 76000 (7.6 u) bolus amount delivered: 76000 (7.6 u) (B)(6) 2023 14:26:11.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 45000 (4.5 u) bolus amount delivered: 45000 (4.5 u) (B)(6) 2023 15:51:04.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 87000 (8.7 u) bolus amount delivered: 87000 (8.7 u) (B)(6) 2023 16:12:36.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 81000 (8.1 u) bolus amount delivered: 81000 (8.1 u) (B)(6) 2023 22:41:25.000 normal bolus delivered (220) bolus programming method: manualbolus (0) normal bolus amount programmed: 52000 (5.2 u) bolus amount delivered: 52000 (5.2 u) (B)(6) 2023 23:08:20.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 41000 (4.1 u) bolus amount delivered: 41000 (4.1 u) (B)(6) 2023 23:34:38.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 71000 (7.1 u) bolus amount delivered: 71000 (7.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023 and (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 15:08:36.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 22:02:07.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 22:46:04.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 15:57:46.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 15:59:12.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 16:00:18.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 13:06:20.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 13:07:27.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 20:36:52.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 22:02:30.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 22:04:34.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 08:56:09.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Lost sensor 1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 21:36:00.000 (B)(6) 2023 22:22:00.000 sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 14:29:02.000 (B)(6) 2023 14:39:00.000 sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 14:44:45.000 (B)(6) 2023 15:19:47.000 (B)(6) 2023 15:54:44.000 sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 20:24:53.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:30:27.000 (B)(6) 2023 22:43:44.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event dates (B)(6) 2023 and (B)(6) 2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found a cracked lcd glass. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A missing segments/partial display and vertical lines on the display were confirmed due to a cracked lcd glass. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the front screen. Unable to verify customer alleged for low bgs. Change sensor/sensor updating/sg value not available/calibration not accepted anomaly was not confirmed. A missing segments/partial display and vertical lines on the display were confirmed due to a cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported pump face was broken. Troubleshooting was performed. The customer was treated with ems dispatched and glucagon. The pump was used with in 48 hours of the reported event. The customer confirmed that the retainer ring was not damaged. The customer reported blood glucose was 171 mg/dl during ems visit and the current blood glucose value was 181 mg/dl. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.